Event description:
The complainant is concerned that their sibling is paying a lot of money for a quack treatment with an unapproved device to cure them of infection with 40 different organisms. The complainant didn't have any direct info about the product or treatment; just that provided by sibling in a personal email. The product is the rife technology beam ray (which has been around for 60+ years). They were told the device is approved for veterinary use but not human use. To get around this, the pt has to hold a small animal while receiving treatment. Caregiver allegedly sells the device also, but because it is unapproved, they sell it in pieces instead of as a single unit. The complainant spoke to someone at ftc and was told that ftc has taken action against a distributor/practitioner.